Event description:
It was reported that the bd microfine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that drug solution did not come out. Insulin could not be injected during use.

Manufacturer narrative:
H6: investigation summary: one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 2200692, cat. No. 320129. A clog test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd microfine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that drug solution did not come out. Insulin could not be injected during use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.